Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assy. The unit passed all functional test. The failure analysis and testing dept. Received part with a reported unit failure of frequent gas leak alarms. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per procedure. No failure confirmed on any part. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump(iabp) a loop leak alarm occurred. There was no patient harm or injury reported.